Event description:
The customer reported a healthcare worker (hcw) had h2o2 contact when removing the load from a completed cycle in the sterrad® 100s system. The hcw's right thumb and fore finger had white discoloration and was a little painful for the duration of one day. The hcw was not wearing ppe. The load included packaged saline.

Manufacturer narrative:
Device manufacture date: 08/2005. Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number, the health hazard analysis, the system hazard and user misuse analysis and the failure investigation report. The DHR (device history review) for sterrad 100s system (serial number (B)(4)) confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad 100s did not reveal a trend for skin contact-h2o2. Trending analysis for h2o2 skin contact issues associated to the sterrad 100s was reviewed. The trend has been below the upper control limit (ucl) and is considered to be low risk trend. The hhe (health hazard analysis) relating to exposure to skin contact-h2o2 is considered none/negligible risk. The severity of an injury is considered limited (transient, self-limiting illness or minor injury). The shuma (system hazard and user misuse analysis) is reported to be a category 3 or "broadly acceptable risk". The hcw deviated from the user's manual by processing packaged saline in the sterrad system. The user¿s manual of the sterrad 100s states that liquid and powder should not be processed in the sterrad 100s. The possibility of h2o2 to condensate on the load increases by using saline packages since only thoroughly dried items are allowed to be used in the sterrad units. The user's manual warns the customer: "warning! Hydrogen peroxide may be present. Wear chemical resistant latex, pvc (vinyl), or nitrile gloves whenever handling a used cassette, an ejected cassette, a load after a cycle cancellation, or if any moisture is noted on a load following a completed cycle. Hydrogen peroxide liquid may be present on the load or in the chamber." The hcw observed moisture on the load, but did not wear safety gloves. The hcw touched the moisture and came in contact with h2o2. Thus, this issue can be attributed to the user not correctly following the user guide's instructions.

Manufacturer narrative:
The IFU states the following: warning! Hydrogen peroxide is corrosive. Concentrated hydrogen peroxide is corrosive to skin, eyes, nose, throat, lungs, and the gastrointestinal tract. Always wear chemical resistant latex, pvc (vinyl), or nitrile gloves when removing items from the sterilizer following a cancelled cycle or if any moisture is noted on items in the load following a completed cycle.per the IFU, all items must be cleaned and thoroughly dried before loading into the sterilizer. Loads containing moisture may cause cycle cancellation.